Manufacturer narrative:
This report is submitted on june 23, 2022

Event description:
Per the clinic, the patient experienced pain and the build-up of fluid (effusion) and an infection at the implant site which was treated with a topical antibiotic. The implant remains in-situ.

Manufacturer narrative:
Correction: the device details submitted in the previous report on june 23, 2022, were incorrect. The details for section d have been updated accordingly. This report is submitted on july 26, 2022.